Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by a hospital worker that the customer got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 62 mg/dl at the time of the incident. The customer used food and glucose tablets to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer also got emergency medical assistance on (B)(6) 2018 for another low. The insulin pump will be returned for analysis.